Event description:
It was reported that the wire at the back of the unit was frayed and sparked. The unit will be replaced.

Manufacturer narrative:
One cardiomems patient electronics system was received for evaluation. Visual inspection revealed damage to the power extension cable at the back of the unit. No other physical damage was noted. As received the unit could not safely be turned on due to the damaged cable. A test-standard extension cable was used and the unit powered on successfully with no additional interruptions of power or other power aberrations noted. The root cause of the reported event was due to a damaged power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.